Event description:
The following has been reported: patient's femur got fractured intra op during dislocation for trial. Surgeon did one cerclage wiring at proximal femur, with broach still inside femur canal. Cement was found insufficient during canal filling. Surgeon inserted exeter stem anyway and hand packed cement to close up the cement mantle at proximal femur. During second trial hip movement was found very tight and a hard lump was felt at lateral thigh. Surgeon immediately suspected cement leakage. Ii was called into ot and image was taken to confirm that. Surgeon decided to rectify immediately. Bigger incision was made, stem and cement was removed. Cement was knocked off from stem so it could be reused. Surgeon redid cerclage wiring and added one more to stabilize fracture. Broaching progress was restarted to prepare canal. Cement was filled with hand as there was no extra cartridge. Exeter stem was cleaned up with saline, wiped dry and reinserted. Post op x-ray was shared by doctor on (B)(6) 2023. Mo claimed that patient is clinically doing well with weight bearing process delayed.

Manufacturer narrative:
Reported event: an event regarding an intraoperative fracture involving an exeter broach was reported. The event was confirmed through review of medical records by a clinician. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated [...] This patient underwent a left exeter hip arthroplasty. During the operation extrusion of the cement was noted. There was no mention of whether or not there was a breach in the cortex of the femur. The cement was removed as well as the inserted femoral stem. Cerclage wires were placed around the proximal femur and insertion of the implant was carried out. Following this there was no cement extrusion. Apparently, the patient is doing well postoperatively on protected weight bearing. [...] And concluded [...]this patient underwent a left hip arthroplasty. During the operation there was extrusion of cement which had to be removed along with an implant that had been inserted in the cement mass. This was removed successfully and another implant was placed. I can confirm that this event happened since I was able to see the x-rays of the extruded implant and cement. The root cause of this event in my opinion is iatrogenic. The surgeon most likely misdirected the brooch and the implant causing extra osseous position of the implant and extrusion of cement. As noted above I question the re-use of an explanted implant as the final implant. I would not attribute any causality to the implant itself.[...] Device history review: not performed as the device was not identified properly. Complaint history review: not performed as the device was not identified properly. Conclusions: it was reported that the patient's femur got fractured intra op during dislocation for trial. The clinician review concluded [...]this patient underwent a left hip arthroplasty. During the operation there was extrusion of cement which had to be removed along with an implant that had been inserted in the cement mass. This was removed successfully and another implant was placed. I can confirm that this event happened since I was able to see the x-rays of the extruded implant and cement. The root cause of this event in my opinion is iatrogenic. The surgeon most likely misdirected the brooch and the implant causing extra osseous position of the implant and extrusion of cement. As noted above I question the re-use of an explanted implant as the final implant. I would not attribute any causality to the implant itself.[...] No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following has been reported: patient's femur got fractured intra op during dislocation for trial. Surgeon did one cerclage wiring at proximal femur, with broach still inside femur canal. Cement was found insufficient during canal filling. Surgeon inserted exeter stem anyway and hand packed cement to close up the cement mantle at proximal femur. During second trial hip movement was found very tight and a hard lump was felt at lateral thigh. Surgeon immediately suspected cement leakage. Ii was called into ot and image was taken to confirm that. Surgeon decided to rectify immediately. Bigger incision was made, stem and cement was removed. Cement was knocked off from stem so it could be reused. Surgeon redid cerclage wiring and added one more to stabilize fracture. Broaching progress was restarted to prepare canal. Cement was filled with hand as there was no extra cartridge. Exeter stem was cleaned up with saline, wiped dry and reinserted. Post op x-ray was shared by doctor on 3/1/23. Mo claimed that patient is clinically doing well with weight bearing process delayed.